Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified motor rate error. During functional testing using the occlusion test, the reported issue of motor rate error was duplicated. The root cause of the problem was caused by the customer's incorrect assembly of the device. Cleaned and greased the whole motor assembly also replaced worm coupling for preventive. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.